Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a crack in the t-connector causing blood to back up into the tubing and onto the bed. The set was replaced. It was reported that there was some patient blood loss, however, there was no report of patient harm.